Event description:
It was reported that the user experienced hyperglycemia up to 290 mg/dl after dinner that included cake and beer, with persistent postprandial elevation despite an announced meal; the ilet was observed dosing for elevated glucose and the glucose subsequently trended down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no alerts or alarms, no backup therapy use, no ketone testing, no professional medical intervention, no assistance required, and no hospitalization. Investigation included review of device reports and user follow-up. Investigation of this case revealed normal automated insulin dosing function with glucose trending back to range, and no device malfunction or alarm behavior identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.